Manufacturer narrative:
In significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Company received a call and medwatch (B)(4) regarding the flange of the tracheostomy tube disconnecting from the outer cannula while in the pt's stoma. The pt was recannulated with another tracheostomy tube. There was no pt harm.